Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Section b3: date of event: april 2024. Section d6a: if implanted, give date: april 2024. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: reporter: middle name and last name: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section e2: healthcare professional: unknown/ not provided. Section e3: occupation: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a faulty non preloaded intraocular lens due to bent haptic which was noticed during implantation. Lens was implanted. No further information was provided.